Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1057597 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1057597, test base part number 190-430 / lot 1057597. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1057597 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false negative result with ID now covid-19 on (B)(6) 2022.confirmation test was performed on (B)(6) 2022 with (pcr) , and generated positive result. The customer stated that the patient had a headache on (B)(6) 2022, but on (B)(6) 2022 , was very symptomatic.additionally, the customer mentioned that the patient was exposed to someone who was tested positive on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.